Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic with device showing an alert for possible high voltage circuit damage. Further investigation noted a probable false alert. A device download was performed to clear the alert. The patient will continue to be monitored.